Event description:
The customer contact reported the patient received more medication than intended. On (B)(6) 2010 at 1550, in the post anesthesia unit (pacu), the pump was programmed in the pca only mode to deliver morphine 1mg/ml with a 2mg pca dose, an 8 minute patient lockout, and a 30mg four hour limit. On (B)(6) 2010 at 730am, the nurse inserted a new 30ml vial and therapy was resumed using the previously programmed parameters. On (B)(6) 2010 at 730, the nurse discontinued the pca therapy according to the physician's order. At this time, the nurse noted that the plunger in the medication vial was at the 14ml mark and that there was 2ml of air in the vial. The customer contact indicated that according to calculations done at the user facility, the plunger was expected to be at the 17ml mark. There were no reported adverse patient effects. No medical interventions were required. The customer contact stated, "the patient was fine." Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).